Manufacturer narrative:
The patient has been lost to additional follow up. Additional patient information will not be obtained. The events of occlusion and mottled face are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of vascular system (circulation), impaired and skin discoloration: "contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect)"

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. Patient then left the clinic and there was no suspicion of blockage. On the following morning the patient returned to the clinic with their face appearing mottled and had an occlusion. Patient was treated with hyaluronidase. Symptoms were thought to have resolved that day, however they returned. The patient then seeked treatment at another clinic and had hyaluronidase injections at the new clinic.